Manufacturer narrative:
Section d4: additional information; section g3: correction ; section h4: additional information. Manufacturer's investigation conclusion: low speed events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from day 240 hour 19 minute 43 to day 243 hour 4 minute 9, per the timestamp. Low speed events with associated low flow alarms were captured on day 242 hour 23 minute 27 and day 242 hour 23 minute 31 while the system was supported with the power module. No other unusual events were captured. Based on our complaint history and similarly reported events, the low speed events captured in the log file are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause cannot be conclusively determined through this evaluation. No x-rays of the patient¿s driveline were collected, and a pump exchange was recommended; however, the patient did not want a pump exchange. The patient was listed for a heart transplant and will remain on battery support until that time. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low speed operations. The patient visited the outpatient clinic and pump speed was reduced to 3000 rpm. There was concern for a driveline fracture. X-rays were requested but not taken. It was recommended to perform a pump exchange but the patient declined. The patient was placed on the heart transplant list and for the patient's safety the patient will remain connected to battery until the heart transplant.